Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1, g3, h6 component code, investigation type, findings, and conclusion. The following sections were corrected: b5, g1 contact first & last name, h6 clinical code. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 9 year(s), 3 month(s) and 2 day(s) post-operative of a right tka, it was reported via clinical study that the patient experienced polyethylene wear with evidence of osteolysis. Wear of poly requiring revision. The patient underwent a primary knee revision, with the reported removal of the femoral, patella, and tibial insert components. The outcome of this event is considered resolved. This was reported through clinical trial study data collection activities and no other information is available at this time.

Event description:
As reported by the exactech knee replacement study, the 71 year old male patient had an initial right tka on (B)(6) 2013 and presented on (B)(6) 2023 with polyethylene wear with evidence of osteolysis. Wear of poly requiring revision. The case report form indicates that this event is definitely related to the device and and definitely not related to the procedure. The report also indicates that a revision took place on (B)(6) 2023 and the outcome of this event was reported as resolved on 21-feb-2023. 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm: 2848158 ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-010-01-0340 - logic femoral ps cem right sz 4: 2857853 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t: 2833535 200-02-35 - three peg patella 35mm: 2859228 204-34-02 - fluted stem extension 25l x 14 mm: 2825042 204-70-00 - tibial stem ext. Screw: 2859331